Manufacturer narrative:
(B)(6). This lot was manufactured november 14, 2017 - november 15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device had infused approximately 60% of the volume over the 24 hour expected therapy time. The device had been filled with flucloxacillin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.